Event description:
It was reported that the deep brain stimulation (dbs) patient with significant brain atrophy and a difficult surgical trajectory underwent a revision procedure to have a new dbs system implanted.

Event description:
It was reported that the deep brain stimulation (dbs) patient with significant brain atrophy and a difficult surgical trajectory underwent a revision procedure to have a new dbs system implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: unk-p-dbs-linear_leads; model: unknown; serial: unknown; batch: unknown. Product family: dbs-ipg-r; upn: unk-p-dbs-ipg-r; model: unknown; serial: unknown; batch: unknown.